Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received compromised force sensor system alarm and insulin was squirting out during manual prime. The customer's blood glucose was 11.4 mmol/l at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
Device was received with detached end cap and loose or protruded drive support disk. Unable to verify compromised force sensor system alarm or perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap.